Manufacturer narrative:
H6. Samples evaluated finding that complaint cannot be confirmed.

Event description:
It was reported that one pt got an urinary tract infection. Two other patients, it was told, said that the catheters felt rough and uncomfortable.